Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
Report received of a spark from a device. The customer stated there was a report of the device sparking. There was no patient involvement. There were no reported adverse events while the device was in a clinical use. Though requested, no additional information was provided.